Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to trouble shoot the alarm with tandem technical support and reported that the infusion set would be changed. Customer¿s blood glucose was 265 mg/dl.